Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What shape were clips that did not form proper shape? Were dropped clips retrieved? Which firings of the device did this event occur on? Was the clip fully advanced into the jaws prior to firing? Were there any feeding issues experienced with the device? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon?

Event description:
It was reported that prior to an unknown procedure the clip was unable to form proper shape. A couple clips fell from applier.